Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device evaluation is complete, a follow-up report will be submitted. The forcetriad was also returned and found to function to specification. Additional questions in regard to the incident have also been asked.

Event description:
The customer reported that during an ent procedure, the pencil had flame at the tip.